Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to "scan in 10 minutes" message displayed while wearing the adc freestyle libre 2 sensor. Customer experienced dizziness and loss of consciousness and had contact with healthcare provider who diagnosed her with hypoglycemia and treated with glucose gel. There was no report of death or permanent impairment associated with this event.